Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with juvéderm® voluma® xc. Patient initially experienced mild "normal" swelling. One week later, swelling had grown and the patient reported experiencing pain. Hcp saw the patient and noted the area was a little hard. Patient was treated with antibiotics. One week later patient was treated with hylenex. Patient reported mild pain. Patient later began to experience a nodule. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.